Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and no issues with the device were identified. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot was identified.

Event description:
The account alleges that the clear hydrophilic coating was coming off the wire while back loading a catheter over the wire. There was a clear gelatinous material gathering at the tip outside the patients body as it was advanced over the wire. The wire was well lubricated. The material was removed, but gathered again when the wire was advanced further. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.